Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. The lesion was predilated and then a 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. The balloon failed to inflate and the stent was dislodged and traveled onto the shaft of the catheter. The stent was totally disfigured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged the whole length and moved proximally on the balloon. The crimped stent outer diameter (od) could not be measured due to the extent of the damage. The balloon cones were reviewed and appeared as if mid to distal balloon cone were exposed to positive pressure. The balloon body was covered in brownish medium resembling blood. There was no sign of damage noted on the balloon. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. The device was placed in water-bath to soften the hardened media. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to the rated burst pressure to inflate the balloon and the balloon inflated with no issues. No leaks or damage to the balloon observed. The inflation device was verified for functionality to rated burst pressure before and after use with druck pressure tester. The mid to proximal region of the stent could not be expanded due to it being moved off the balloon. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent was dislodged and was totally disfigured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported. It was further reported that the stent moved on the delivery system. The failure occurred during the second attempt in delivering the stent. The stent system was removed with the stent remained on the delivery sytem.